Event description:
It was reported that during the implant procedure, arterial bleeding occurred while changing sheaths. The guidewire was removed and after five minutes of manual pressure the bleeding ceased. An ultrasound was performed confirming arteriovenous fistula and detecting a thrombus in vena femoralis communis. Patient received compression therapy and subcutaneous medication. Vascular surgery consultation on recommended surgery. The device remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).